Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a  bio-medicus long life support cannula, the patient needed ecls (extracorporeal life support). The customer reported that when they fixed the venous canula, the canula was cut by the suture thread and high blood loss was reported. The suture was made directly on the canula and not on the white silicon ring. See attached photos. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the cannula was used at the end of the cardiac transplant. At the end the customer decided to switch extra corporal circulation by ecls. Cannula was not heated or cooled prior to use. The cannula was cut when tightening the wire to secure it to the skin, as per the usual practice of service. About 1 liter of blood was lost. It is unknown whether a transfusion was required. It was also noted that there was air inlet to the system, and presence of foam in the circuit before the oxygenator, requiring it to be purged.

Manufacturer narrative:
Product analysis: visual inspection showed that the device was in two pieces. The reason for return was confirmed. Conclusion: the complaint is confirmed for damaged cannula. The device was returned cut in two pieces. After evaluation the cause of this complaint could not be determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b5: medtronic received additional information that there was no patient impact due to the foam/air in the device and there was no intervention required to purge the oxygenator. The customer does not remember whether the oxygenator that was used was a medtronic device. Annex f has been corrected to f08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.